Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient started gushing with diarrhea since 1pm on the day of the report. The patient changed depends 7 times and had maxi pads and still leaked through their clothes, etc. The patient tried using the remote but it was noted no one explained anything; the patient turned up to 0.8 and could feel the stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was trying to adjust their settings, but the screen was changing. Patient synced with their patient programmer on the call and the programmer showed 0.8v when they tried to increase settings. Button and icon meaning was reviewed with the patient and the patient stated that was why they had diarrhea that day, because they had turned therapy off. Patient was assisted in turning therapy on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that stage 2 of the implant occurred on (B)(6) 2017. The next day, the patient called the hcp office and explained they were at 0.2 stimulation on program 1 and they raised to 0.9. The hcp instructed the patient to decrease it to 0.7 and the patient noted feeling the sensation with no discomfort. The patient was to increase their water intake for their nausea and zofram was sent to the patient's pharmacy. The patient claimed that they were instructed to ice the incision area, for the pain, three times per day for 20 minutes. Prior to getting the device, the patient was having constipation and, since they got the device, their bowels were moving. A post-operative appointment was set for (B)(6) 2017.